Manufacturer narrative:
Follow-up #1: date of submission 02/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/04/2016 with the following findings: during investigation, there was a hairline battery compartment crack at the case seal below the bumper. There was evidence of moisture behind the display lens. There were colored lines throughout the display. There was a crack between the keypad and case seal. A leak test failed due to a case crack leak. The pump was opened and there was evidence of moisture on the main printed circuit board, force sensor plate and display flex. The audio bolus cover was damaged and could not be tested due to its inability to advance past the verification screen. The keypad cover was intact but the ok button was unresponsive. There was no evidence of contamination under the button contacts.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.